Event description:
It was reported that the balloon ruptured. This 6.0 x 100mm, 135cm ranger paclitaxel-coated pta balloon catheter was selected for use in an endovascular therapy procedure. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). During the procedure, the balloon ruptured during the first inflation at 14 atm for five seconds. The device was removed, and the procedure was completed with another of the same device. There was no patient injury.